Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty deploying the stent implant/malapposition could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with heavy tortuosity and calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience prime stent delivery system (sds) was advanced without issue. The sds was inflated to 18 atmospheres; however, during inflation, the proximal shaft separated outside the guiding catheter, at the proximal end of the sds. The xience prime sds was removed without resistance. Further dilatation was needed to fully appose the stent to the vessel wall. An additional 2.75 x 38 mm xience prime stent was implanted and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.